Manufacturer narrative:
(B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: the complaint unit, product #: lp-20-120, serial #: (B)(4), was manufactured on may 24, 2017. A review of the 2 year complaint history for the leep precision generator shows similar complaint conditions on file. A review of DHR-lp-20-120-211810, shows 3 nonconformities associated with this complaint condition. Three other units had foot pedal failure during manufacture which appears to be the same issue found by the repair tech with the complaint unit. (B)(4),notes: customer reported that leep precision generator starts and stops functioning. Repair technician found that the product activates only with the handpiece and that the foot pedal does not activate. The mod was updated. Product functioned to q.a specifications. The complaint was confirmed. The root cause was determined to be a design issue. Current leakage was overloading the c21 capacitor causing it to fail. When the capacitor failed (shorted), the foot pedal stopped working. To repair the complaint unit, the zener diode was added in parallel with a new capacitor, c21. Per follow-up conversation with repair technician, product was not damaged. The update was required for the device to work properly. These devices are 100% inspected prior to release. Coopersurgical will continue to monitor this complaint condition for trends. Correction and/or corrective action: none. Reason: this is not a training issue. Coopersurgical service and repair team updated the display board on p/n (B)(6), used in the assembly of the leep precision generator. Product was repaired and returned to the customer. The addition of the zener diode in parallel with c21 was effective and confirmed on eng-test-10504(-r) and implemented through ecn-21881, 5/9/2018. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes.

Event description:
Review of repair order log 89164 on (B)(4). "Generator starts and stops function". Physician: "added stitches "